Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. X-ray identified a lead migration. A full system explant was subsequently performed.